Event description:
Affiliate reported that the device was revised as the patient presented with meningitis. The doctor commented that he does not believe there is any relation between the device and meningitis.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. Although the complaint indicates a problem pertaining to an infection, the device was still tested for performance. The device passed all tests. It is not possible to determine the root cause of infection; however, a review of the sterilization records as well as the manufacturing records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.